Event description:
Patient implanted in 2005. The patient reported that she began experiencing pain a week after implantation. She reports that she continues to experience pain and swelling.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.